Manufacturer narrative:
Sections with additional information as of 10-jul-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Wife called on behalf of the customer. The customer is concerned with tests results from results obtained of 53 and 70mg/dl. The expected fasting blood glucose test result range is 90-95mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/27/2021 and open vial date is two weeks ago.. The meter memory was reviewed for previous test result history. Result 1: 70 mg/dl, date: (B)(6) 2020 time: 8:40 am fasting asymptomatic/no medical attention. Result 2: 108 mg/dl; date: (B)(6) 2020; time: 8:08 am fasting. Result 3: 121 mg/dl; date: (B)(6) 2020; time: 8:16 am fasting. Result 4: 53 mg/dl; date: (B)(6) 2020; time: 8:39 am fasting asymptomatic/no medical attention. Result 5: 125 mg/dl; date: (B)(6) 2020; time: 8:23 am fasting.